Event description:
It was reported that during a ptca / stenting treatment procedure involving a calcified and 99% stenotic lesion in the middle portion of a tortuous lad coronary artery, the maverick monorail balloon was suspected to have ruptured at 4atm's on the fourth inflation. The maverick monorail balloon catheter was removed and replaced with a stenting balloon catheter to successfully complete the procedure. A medikit introducer sheath (size unk), a balance guidewire (size unk), a zuma2 guide catheter (size unk) and an unk type of inflation device were also used in this case. Pt status is reported as 'good'.